Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the device was fully deployed and the clip assembly was not returned. A kink was noted on the control wire. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-03741 pertains to the first resolution clip device and manufacturer report # 3005099803-2016-00052 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during an upper endoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the user attempted to deploy the first resolution clip device; however, the clip failed to release from the catheter. A second resolution clip device was used and when the user attempted to deploy the second clip, it was difficult to release from the catheter. The clip eventually released from the catheter after the user pulled back on the device. It was then noted that the clip detached from the tissue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-03741 pertains to the first resolution clip device and manufacturer report # 3005099803-2016-00052 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during an upper endoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the user attempted to deploy the first resolution clip device; however, the clip failed to release from the catheter. A second resolution clip device was used and when the user attempted to deploy the second clip, it was difficult to release from the catheter. The clip eventually released from the catheter after the user pulled back on the device. It was then noted that the clip detached from the tissue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.